Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and blood glucose become high because the delivery stop. The customer reported that last 2-3 weeks insulin pump get continuously motor error alarm. Customer reported that the drive support cap appears normal. Customer sated that the insulin pump had not been exposed to high magnetic field. Customer was able to successfully clear and complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify unexpected resume alarm due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.